Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 (air in tubing) /2367 alarm, which occurred on the homechoice (hc) during use, during initial drain. The patient was connected. The tsr advised the hp to start over with new supplies and contact the rn. During troubleshooting, there was nothing found that caused or contributed to the alarm. Proper procedures per the user manual were reviewed with the reporter. The home patient (hp) would complete therapy with manual supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received a follow-up will be submitted.